Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During the af procedure, it was noted that when the catheter was connected to the tactisys and the reset button was clicked, a long sound was heard. The catheter was reconnected and the same issue occurred. The catheter was exchanged to one of a new lot number and the issue was resolved. The procedure was completed with no adverse patient consequences.